Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A biomedical engineer reported the hemodialysis machine was presenting a flow error during set up. The machine was removed from service. There was some smoke and burning smell when they were servicing the unit trying to resolve why it was giving a flow error and both the de-aeration motor and the actuator board showed signs of thermal damage. Both were replaced with available parts. There was no patient involvement and no injuries. The machine is back in service. The parts have not been made available for analysis at this time.